Manufacturer narrative:
Advanced failure analysis confirmed the initial findings that the customer reported complaint could not be replicated. A review of the e100 logs shows no errors during the use of the instrument.

Manufacturer narrative:
Based on the claim against the product by the customer noting, stuck on tissue. An investigation is in progress to determine the cause of this reported event. An RMA was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer reported issue. The product has not been returned for evaluation. Therefore, the root cause of the customer reported failure mode could not be determined. A follow-up MDR will be submitted when failure analysis has completed their investigation. This complaint is considered as a reportable event, due to the following conclusion: it was reported, that tissue was stuck in the instrument's jaws when the instrument failed to open. Medical intervention may be required in the event that the instrument fails to unclamp/release from tissue when commanded by the user or system. At this time, it is unknown what caused the unclamping event to occur. While there was no harm or injury to the patient. The reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported, that during a da vinci-assisted sleeve gastrectomy procedure. Da vinci coordinator reported, the vessel sealer extend (vse) became stuck on tissue. The customer clamped on some tissue and would not allow it to cut. The customer tried to use the emergency button and would not work either. The surgeon was able to activate the energy on the vse 3 more times and the tissue became clear. The da vinci coordinator informed intuitive surgical, inc. (Isi) technical support engineer (tse) of no abnormalities of the tissue, and it was not too thick. The customer removed the vse from arm 3 and reinstalled a new instrument to resume the procedure. No issues were found in the logs. The procedure was completed with no reported injury.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the vessel sealer extend (vse) instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation could not replicate nor confirm the customer reported complaint ¿vse became stuck on tissue¿. The vessel sealer extend (vse) instrument was analyzed and the primary finding could not verify the reported issue. The instrument was placed and driven on an in-house system which passed the self-test homing. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. The instrument passed the electrical continuity, cut, knife slot, jaw gap verification and grip force tests. The grip force test result was 7.786 lbs. The energy delivery test was performed with various orientations of the grip tips and passed. No ceramic dots missing. A review of the logs shows no errors. The probable root cause of the alleged vessel sealer became stuck on tissue cannot be established nor confirmed, as the returned instrument performed as intended with no issues noted.